Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21/31.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr result on one patient. There results provided were: on (B)(6) 2021 initial ca 19-9xr=40.63 u/ml/ repeated=174 u/ml /repeated on another alinity=41 u/ml/repeated=35.76 u/ml. The patient diagnosis is unknown. There was no reported impact to patient management.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Health effect impact code: f26 component code: g01003 d8: was this device serviced by a third party?: no. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and testing of retained kit of the alinity ca19-9xr reagent lot 22874fp00. The tracking and trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. The accuracy testing was performed using an internal alinity I ca19-9xr panel which was tested with a retained kit of reagent lot 22874fp00. Acceptance criteria were met, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity ca19-9xr reagent lot 22874fp00.